Manufacturer narrative:
Visual inspection of the returned instrument revealed that the mating handle and shaft assemblies had become detached/unthreaded. Under magnification there was a small amount of adhesive present on the internal threads of the handle, indicating instrument had been properly manufactured and released to design specification. It appears that the adhesive had dissipated over past 4 years of service/multiple sterilization and allowed the mating threads to unfasten upon counter clockwise rotation. Additional information provided by the international customer indicated that the combination of the instrument detaching and a hemorrhage caused a delay in surgery greater than 30 minutes.

Event description:
An international customer ((B)(6)) reported that an instrument disassembled between the shaft and the handle during a removal surgery for a lumber interbody fusion. When the surgeon rotated a pedicle screw counterclockwise with the instrument to remove the screw, the incident occurred. The event caused over a 30 minute delay in the case.